Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer changed the cartridge and infusion set, and reportedly blood glucose levels stabilized.